Event description:
A customer reported that during intra ocular implantation surgery, the ophthalmic needle was found to be blunt and not sharp as it¿s supposed to be. The procedure was completed the same day by using a new needle. No patient harm was reported.this report relates to the fourth of six different event dates reported from the same facility. This report corresponds to the first of two events that occurred on the same day from the same batch number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.